Manufacturer narrative:
Product analysis of nv-6-20-helix, lotno:226870765 found the concerto pusher broken at ~5.5cm from the pusher proximal end with the release wire pulled. The implant coil was still attached to the pusher within its introducer sheath. The implant coil appears to be in good condition. Upon removal of the concerto coil from within the introducer sheath, the implant coil detached from the pusher. The detached implant coil could not be removed from within the introducer sheath. Based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿ and ¿premature detachment¿ reports could not be confirmed. The concerto implant coil was returned with the implant still attached to the pusher. The damage found with the pusher likely contributed to the detachment of the implant coil during testing. Possible causes of ¿coil resistance/stuck in catheter¿ include the use of an incompatible catheter, catheter damage, lack of hydration before the procedure, not maintaining a continuous flush or tortuous anatomy. However, the cause of the reported resistance could not be determined as insufficient information was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was loose inside the microcatheter and could not be pushed. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.